Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a defibrillation issue. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the ECG electrodes worked normally during two previous cardioversions performed on this day. During the third use, the device did not recognize the ECG electrodes. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.